Event description:
It was reported that while using the probe unit in a hip scope procedure, the tip of the unit broke off in the patient and took approximately 75 minutes to find and retrieve the tip. The doctor had to make approximately three more port cuts to retrieve the tip. It was further reported that no harm to the patient was reported.

Event description:
It was reported that while using the probe unit in a hip scope procedure, the tip of the unit broke off in the patient and took aproximately 75 minutes to find and retrieve the tip. The doctor had to make approximately three more port cuts to retrieve the tip. It was further reported that no harm to the patient was reported.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Review of the device history record (DHR) of the reported lot number was reviewed. The review disclosed no discrepancies that could contribute to this condition. Based on previous complaint history, the most probable root cause is user related. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.